Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted tongue base resection surgical procedure, the permanent cautery spatula instrument gave out high-energy sparks. The surgeon felt that the insulation at the instrument's tip was compromised. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. The issue occurred while cauterizing. No evidence of thermal damage was identified on the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The instrument was evaluated by advanced failure analysis (afa) and initial findings were confirmed. The distal idler pulley was inspected and there was damage on the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have thermal damage on the monopolar yaw pulley. The side of the monopolar yaw pulley was cut open for inspection at the grip-crimp, the conductor wire was not broken at the weld. Additional observation(s) not related to the customer reported complaint were also identified: the pcs instrument was found to have damage of the conductor wire¿s insulation. The conductor wire's insulation damaged was at yaw idler pulley. Heavy sign of thermal damage was observed. No exposed internal wires. The instrument passed electrical continuity test. The instrument was found to have thermal damage on distal idler pulley, indentations on the edge of the distal idler pulleys and scratch marks/abrasions on the edge and surface of the distal clevis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.